Event description:
Per the clinic, the patient experienced pain at the abutment site and was treated with steroid drops. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on january, 2022.